Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted due to syncope. Sudden brady response was programmed off however stored episodes from that same date were stored. Review of device information found the device had last been reprogrammed on that date as well. Technical services recommended a save to disk and memory dump be sent for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.